Event description:
The foley catheter was deflated with a 10cc syringe to find 8cc's of sterile water removed. Attempted to discontinue foley when unable to pull out completely due to resistance. Attempted to withdraw add'l water out of balloon but no further water removed. Attempted to withdraw again and met resistance with 3" left in pt. Finally able to pull out with much greater force than usual. The balloon on the catheter was found to have a ridge around it. Small amount of blood noted when cleaning pt up.